Manufacturer narrative:
The reported issue that the device broke was confirmed through the service repair process. This reported event and subsequent repairs were investigated through the service repair process. The proximate causes identified for the customer report of broke are as follows: 1. The door assembly was found to have an incorrect part or component installed. 2. The rear case was found to be broken due to customer damage. 3. The bezel assembly lower hinge was found to be faulty. 4. The latch on the door assembly was found to be a third party part.

Event description:
It was reported that device brok (broken damaged).

Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed , which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. The reported issue that the device broke was confirmed. There was no reported patient injury. This device is used for therapeutic purposes.